Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were unresponsive when they first press. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that insulin pump had scratches on the display and battery cap had worn out and also stated that insulin pump rewind slower than it had in the past. The customer reported that the insulin pump had unexplained and random no delivery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to buttons not responding. Pump received with cracked battery tube threads and minor scratched lcd window. The p-cap locks into the reservoir compartment properly noted.